Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, and displacement test. The power management tool shows that insulin pump alarmed low battery and then power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance at printed circuit board. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. No unexpected pump error alarms, or low battery alarms noted during testing. Insulin pump was received with scratched case, scratched overlay, cracked select button keypad overlay, pillowing keypad overlay, and a minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had several low battery errors. The customer's blood glucose level was 7.8 mmol/l. Troubleshooting was performed. The customer was to perform the prime and fill procedure after the call because they placed a new set. It was noted that the customer had called back and reported that the problem was not solved. The device will be returned for analysis.